Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 336 mg/dl. Customers blood glucose was 522 mg/dl so she visited the urgent care, where she received the motor error. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. No cosmetic damage noted. (B)(4).